Manufacturer narrative:
Additional lot 39190321 expiration 30-sep-2020. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results; lot 405010-21 (qc range = 2.6 - 4.0 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. Lot 391903-21 (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the date that these results occurred are listed as occurring on 30-aug-2019. Relevant retention test strips (lot 405010 and 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10:55 am from strip lot 40501021 the meter result was 4.3 inr. At 10:58 am from strip lot 39190321 the meter result was 4.2 inr. Within 7 hours the laboratory result was 2.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was deemed to be correct.